Event description:
Customer reported the alarm has not power. Batteries have been replaced with a new supply. No visible damage to the outside of the case. The customer did not provide a date when this was discovered and there was no pt incident or injury reported.

Manufacturer narrative:
Evaluation codes: results: evaluation of the returned unit confirmed that the unit has no power. The case is chipped around the battery compartment and as a result the unit cannot be powered up when using batteries since the damage to the case around the battery compartment prevents the battery door from closing securely once batteries are installed. The battery springs are bent. The unit powers up when using an external power supply and passes all functional tests. Note: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Take care when installing new batteries. Hold alarm vertically upside down to prevent battery spring from bending during battery installation. Take care not to damage battery contacts. (B)(4).